Event description:
During a non-clinical activity, the user reported during sterilization, the inner cable stuck out too far while putting the sternal saw back together. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there were no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.